Event description:
Device malfunction: none. Time of symptoms: after procedure. Symptoms: hyperperfusion syndrome. After a stenting procedure of the right internal carotid the pt experienced hyperperfusion syndrome which resulted in prolonged hospitalization. It was noted that the pt was given medications. The condition started on event date and stopped 3 days later. No additional event or pt info is available. Study event.